Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('metallic spring-loaded medical device fragment/ part of essure from left tube'), pelvic pain ('physical pain/pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/ abdominal bleeding (vaginal, menorrhagia)') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma, morbid obesity, fibroids, endometriosis, uterine bleeding and adenomyosis. Concomitant products included alprazolam (xanax), fluticasone since (B)(6) 2012, hydrocodone bitartrate;paracetamol (norco) from (B)(6) 2004 to (B)(6) 2018, ibuprofen from (B)(6) 2004 to (B)(6) 2018, mometasone since (B)(6) 2012, phentermine and salbutamol (albuterol hfa) since (B)(6) 2012. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), depression ("psych injury/ psychological or psychiatric condition: anxiety,depression"), vaginal haemorrhage ("abdominal bleeding (vaginal, menorrhagia)") and anxiety ("psych injury/ psychological or psychiatric condition: anxiety,depression and mental anguish"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary problems: other") and urinary tract disorder ("urinary tract disorder"). The patient was treated with surgery (dilatation and currettage and hysterectomy (full),salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device breakage, depression, vaginal haemorrhage and anxiety outcome was unknown and the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device breakage, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2006 and (B)(6) 2004. She received treatment for pelvic / abdominal pain, menorrhagia (heavy menstrual bleeding and general abnormal bleeding. Discrepant information received regarding essure confirmation test, in earlier reported hsg performed and as per current pfs plaintiff didn't undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: menorrhagia . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-nov-2019: quality-safety evaluation of ptc(product technical complaint). No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('metallic spring-loaded medical device fragment/ part of essure from left tube'), pelvic pain ('physical pain/pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/ abdominal bleeding (vaginal, menorrhagia)') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma, morbid obesity, fibroids, endometriosis, uterine bleeding and adenomyosis. Concomitant products included alprazolam (xanax), fluticasone since july 2012, hydrocodone bitartrate;paracetamol (norco) from may 2004 to october 2018, ibuprofen from may 2004 to october 2018, mometasone since july 2012, phentermine and salbutamol (albuterol hfa) since july 2012. On (B)(6) 2004, the patient had essure (ess205) inserted. In june 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), depression ("psych injury/ psychological or psychiatric condition: anxiety,depression"), vaginal haemorrhage ("abdominal bleeding (vaginal, menorrhagia)") and anxiety ("psych injury/ psychological or psychiatric condition: anxiety,depression and mental anguish"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary problems: other") and urinary tract disorder ("urinary tract disorder"). The patient was treated with surgery (dilatation and currettage and hysterectomy (full),salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device breakage, depression, vaginal haemorrhage and anxiety outcome was unknown and the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device breakage, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2006 and (B)(6) 2004. She received treatment for pelvic / abdominal pain, menorrhagia (heavy menstrual bleeding and general abnormal bleeding. Discrepant information received regarding essure confirmation test, in earlier reported hsg performed and as per current pfs plaintiff didn't undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: menorrhagia . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-oct-2019: pfs & mr received: new events vaginal bleeding, anxiety, depression, device monitoring procedure not performed and device breakage were added. Reporter, medical history, concomitant condition and drugs were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems: other") and urinary tract disorder ("urinary tract disorder"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, bladder disorder and urinary tract disorder had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, bladder disorder, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and urinary tract disorder to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2006 and (B)(6) 2004. She received treatment for pelvic / abdominal pain, menorrhagia (heavy menstrual bleeding and general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. Product indication updated. Essure explant date added. Events- general abnormal bleeding, abdominal pain, menorrhagia (heavy menstrual bleeding), psych injury, bladder/urinary problems: other were added. Event outcome resolved updated for pain, bleeding, bladder/urinary. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.